Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with recurrent disc herniation. The investigator noted the event as moderate in intensity. Pt was treated with analgesics and medrol dose pak. Repeat MRI showed a small recurrent disc herniation. Pt had complete alleviation of pain at pt's final visit. The outcome of the event was resolved with treatment in 1999. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as a postop risk.